Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-10-25. It was reported the cause of the high impedances and no therapy was not determined. An x-ray was done and the healthcare provider (hcp) did not seen anything abnormal. The hcp was going to schedule surgery to test the leads with a wireless external neurostimulator (wens). No further complications were re ported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported he was with the patient and checking impedances using the clinician programmer and clinician app. The rep reported that almost all contacts were out of range and over 10,000 ohms. The rep tried low-density settings and turned up to 10ma, but the patient couldn¿t feel therapy. The rep tested impedances again at 3.0v and 11 out of 16 contacts were showing out of range over 40,000 ohms. No further complications were reported.